Event description:
Boston scientific rec'd info that the pt with this cardiac resynchronization therapy defibrillator (crt-d) expired while in the hospital. Resuscitation attempts were not successful. The hospital staff believed that the device did not deliver shocks when it should have. The physician suspected that pulmonary embolus was the cause of death, but also believed the device did not function appropriately. A boston scientific representative interrogated the device and reviewed electrograms, and found appropriate episodes. However, at the end of one, charge therapy was diverted and a high voltage message was observed. A boston scientific technical services consultant discussed that the device would not deliver therapy if it detected energy from an external defibrillation.

Manufacturer narrative:
Event conclusion: the device was returned and is undergoing laboratory analysis.